Event description:
On 2024-dec-02, additional information was received from the hcp. They clarified that the symptoms were not managed by 'there was more damage than they thought'. The device was intact but ended up moving in the body. The issue was not caused by normal battery depletion. The cause of the device not working was unknown. It was not working like it did. Battery went down to 50% in a matter of 2 years possibly because it moved. As resolution, patient had the device replaced. The issue was resolved by having surgery. The device was discarded.

Manufacturer narrative:
Continuation of d10: product ID: 97800, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97800 serial# (B)(6) implanted: (B)(6)2024 product type implantable neurostim ulator product ID 97800 serial# (B)(6) implanted: (B)(6)2024 product type implantable neurostimulator b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a car accident in (B)(6) 2023 and had to have their device replaced because there was more damage than they thought. Patient stated that they knew how to use the external equipment so they were good to go. The patient was redirected to their healthcare provider to further address the issue.